Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment test with a test balloon, the cardiosave intra-aortic balloon pump (iabp) unit failed in auto filling phase. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields - (event site postal code - (B)(6). A getinge field service engineer evaluated autofill failure is reported, it is determined that the equipment is working correctly and that the failure was due to a test balloon in poor condition. Equipment suitable for clinical use.

Event description:
N/a.